Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported on (B)(6) 2024 the patient encountered soft cannula issue in 3 or more hours after insertion. The infusion set was in use for less than one day. On (B)(6) 2024, patient admitted to ER (ICU) due to high blood glucose level of 1100mg/dl where patient received the treatment - IV and fluids of saline and insulin. The patient released from hospital on same day. No further information available.